Event description:
Boston scientific crm received information that three days post implant, a sudden rise in threshold was observed on this right ventricular defibrillation lead. A lead dislodgement was suspected. As the patient was not pacemaker dependent, there had not been any loss of capture noted due to the rise in threshold. A revision procedure was performed. It was very difficult to find an optimum placement due to patient's condition. The lead was successfully repositioned and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead was successfully repositioned and remains implanted. Should additional information become available, an amended report will be submitted.